Event description:
Code blue was called, pt [patient] initially in pea [pulseless electrical activity]. Pt attached to zoll pads, noted to be in v fib [ventricular fibrillation]. Attempted to charge zoll and defibrillate pt. Zoll charged, and button lit up, but unable to deliver shock when button pressed. Defib pad short displayed on screen. Green check mark was present on zoll. A second zoll was connected to the pads and delivered a defibrillation. Zoll given to agiliti crash cart tech at end of code. Agility sent to manufacturer.